Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation

Event description:
On (B)(6) 2013, the patient was treated for an asymptomatic aneurysm using a zenith flex abdominal aortic aneurysm (aaa) endovascular graft bifurcated main body and bilateral iliac legs. The aneurysm had a maximum diameter of 5.2 cm. The neck quality shape classification was parallel with partial occlusion from plaque/thrombus. Access was obtained through cut-down. The site reported no difficulty deploying the devices. The devices were intact and patent with no kinks or endoleaks at the end of the procedure. On (B)(6) 2013, the patient was discharged from the hospital following the procedure. On (B)(6) 2013, at the post-procedure follow-up, echo-doppler showed the devices were intact and patent, with no evidence of stenosis, kink, or migration. An endoleak of unknown type was reported. On (B)(6) 2014, at the 12-month follow-up, echo-dopper showed the devices were intact and patent, with no evidence of stenosis, kink, or migration. A type ii endoleak was reported. On (B)(6) 2015, at the 2-year follow-up, the imaging showed the devices were intact and patent, with no evidence of stenosis, kink, migration, or endoleak. On (B)(6) 2016, at the 2-year follow-up, the imaging showed the devices were intact and patent, with no evidence of stenosis, kink, migration, or endoleak. The patient has completed 3 years of the planned 5 year follow-up and remains in the study. No further issues have been reported.

Manufacturer narrative:
Investigation/evaluation: the zenith flex aaa endovascular graft bifurcated main body was not returned for an evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of complaint history, the instructions for use (IFU), manufacturing instructions, and quality control data was conducted. A review of the device history record could not be performed as the lot number of the device was not available. A review of complaint history was also not able to be performed without the device lot number. Based on the detail reported, that the neck had partial occlusion from plaque/thrombus, the reported endoleak may have been either a type I or a type iiib endoleak. Type I endoleaks can occur due to inappropriate sizing, the patient's anatomical conditions (calcified/partially occluded vessels that prevent a complete seal), or disease progression leading to iliac dilation or inappropriate sizing. In this case, the unknown endoleak could be due to the partial occlusion of the neck resulting in an incomplete seal, causing a gap between the graft and the vessel wall at the proximal seal zone. A gap like this allows blood to flow along the side of the graft into the aneurysm sac. A type iiib endoleak (suture hole endoleak) is also possible. This could be due to inappropriate ballooning (causing increased pressure, provoking the suture holes) or could be due to aggressive anticoagulation use. However, the endoleak could have resolved itself in time as the clot built up and anticoagulants stopped. According to the instructions for use (IFU), irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conductive to graft migration or endoleak. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or occlusion. In addition, the patient had pre-existing condition/medical history of impaired renal function, hypertension, hyperlipidemia, lower limb obliterating arteriopathy, and former smoker, which could have increased the risk of endoleak. A type ii endoleak was also noted during 12month follow-up, which was then resolved during additional follow-ups. Type ii endoleaks occur due to patient's anatomical conditions: patent inferior mesenteric artery, number of patent lumbar arteries, and maximum aneurysm diameter significantly increase the risk for type ii endoleaks after endovascular abdominal repair. Additional information regarding the complaint device, images and interventions performed were requested, but not provided. Based on the information provided, the type of endoleak noted could not be determined, however a type I or type iiib endoleak is possible. A definitive root cause for the unknown endoleak could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.